Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02099. It was reported the patient experienced an uncomfortable surging sensation going down her legs. The patient stated she stopped using her scs system after the incident. The patient also reported she experienced a fall some time last year in (B)(6) and broke some of her ribs. A sjm representative met with the patient and a diagnostics of the patient's scs system did not reveal any anomalies, but did observe two lead contacts with low impedances. The representative turned the patient's scs system on and the patient reported she felt the same surging sensation going down her legs. The patient's physician plans to replace the patient's scs ipg and the sjm representative plans to perform interoperative testing of the patient's scs lead. Surgical intervention is planned for a later date.